Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the pt report appear to match the damage found, even though no causal event, like an accident is mentioned in the pt report. This is final report.

Event description:
The pt no longer has any hearing sensation. An x-ray shows the electrode array to be in the cochlea. No trauma is reported.

Event description:
The patient has no more hearing sensation. An x-ray shows the electrode array to be in the cochlear. No trauma is reported. Re-implantation is considered.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.